Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the infection could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Please see manufacturer's report number 1627487-2010-00393 for device 1. On (B) (6) 2009, the patient was implanted with a scs system. In (B) (6) 2010, the patient developed infection around the ipg and lead incision site. The patient was put on oral antibiotics and antibiotics were applied directly to the wound. The doctor waited five months to allow the infection to clear up. The infection did not clear up and the doctor subsequently explanted the system on (B) (6) 2010.